Event description:
Two nursing assistants were using the mechanical lift to transfer a resident from gerichair to bed. Three out of the four attached clips of the sling suddenly popped out from the pins of the machine. Resident fell and sustained a laceration wound and head injury. The resident was transferred to hospital, and passed away.